Event description:
It was reported that the zimmer electric dermatome died during a case. The customer clarified that the machine was dying out while the surgeon was taking a graft and the graft turned out to be bad. An additional unplanned graft harvest was required from the patient. There were two devices available at the site and an alternate device was used to complete the surgery. There was a delay of about 10 minutes during the surgery.

Manufacturer narrative:
May 31, 2012, us and canada customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 6/5/2001 and was last repaired on (B)(4) 2013 for a non-related issue. Investigation revealed that the motor was operating erratically. Prior to repair, the device was within calibration specifications, but operated erratically. Repair of the device included replacement of the motor and standard repair parts. Post repair analysis revealed corrosion to the motor casing. The motor operated erratically and out of specifications under no load. The motor also became very hot during testing. The switch passed continuity testing. The customer's reported event was most likely due to the erratic operation of the motor, which was most likely due to the observed corrosion to the motor casing potentially caused by improper cleaning and sterilization that lead to moisture accumulation within the handpiece. The device was serviced and returned to the customer.